Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance of greater than 2000 and was behaving as if partially fractured. The lead was unable to be explanted with manual traction, and therefore a laser sheath was used to further help explant. A locking stylet was placed, and upon traction with the laser sheath, the lead broke at the ring electrode. The lead fragment was left behind in the rv septum, and the new lead was connected to the existing pacemaker, and the procedure was complete. No additional adverse patient effects were reported.